Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device was intermittently not pairing with the soltive laser system. The batteries were replaced and the foot pedal pared without any further issues. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.